Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "after drilling, the guide was found to be damaged."

Event description:
As reported: "after drilling, the guide was found to be damaged."

Manufacturer narrative:
Please note correction to d4 / lot code kp431181. The reported event could be confirmed, since the device was returned with a broken plastic handle / adapter. Visual inspection: the tissue protection sleeve, long imn instruments ø9mm was returned with a cracked plastic handle. This plastic handle also presents the counterpart for the locking drill sleeve [locking mechanism of the whole sleeve assembly]. The crack had completely divided the plastic part. Signs of damage at that area, like imprints from hitting or other kinds of mishandling were not apparent. The remaining plastic appearance was in good condition. No other deficiencies determined. Functional inspection: function was no longer given as intended. Dimensional inspection: manufacturing and inspection records confirmed the item had been released in accordance to specs. Mechanical signs of damage were not found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. It was reported that the event was noticed ¿during surgery¿ occurred ¿after drilling¿¿. With given available information, the root cause could not be determined since the kind and the level of applied forces remained unknown. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.